Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An optometrist reported a patient presented with intermittent pain and redness bilaterally post lasik. Patient complained of intermittent red eyes, sensitive eyes and foreign body sensation especially in the morning. Patient self medicated with topical steroid drop. Evaluation showed possible epithelial basement membrane dystrophy/ recurrent corneal erosion issue. Patient was instructed to discontinue topical steroid drop and to start to use sodium chloride hypertonicity ointment every night for six weeks. Patient is then to be rechecked. Patient is worried about recurrent intermittent issues. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, optometrist reported patient experienced discomfort and vision issues. Visual symptoms did not exist prior to surgery. Patient continues to use sodium chloride hypertonicity ointment and will discontinue use before next scheduled follow up visit. Issues have not resolved 100%. Patient is currently still experiencing recurrent corneal erosion.

Manufacturer narrative:
A supplemental medical device report (smdr) # 02 is being filed to correct on the prior filed supplemental report. Correction was incorrectly marked on smdr # 01 filed. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).